Event description:
Device 2 of 2, mfg report number: 1627487-2019-03048. It was reported that during an implant surgery on (B)(6) 2019, the physician was unable to advance the stylet to the distal tip of the lead. This issue occurred on both of the patient's implanted leads. Therefore the physician decided to replace both of the l5 leads.